Event description:
Overdelivery reported: the pump was programmed in the continuous plus pca bolus mode of delivery to infuse demerol 10.0mg/ml concentration at 10.0mg/hr with a 10.0mg pca dose/8 minute lockout and a 250mg 4 hour limit. The pump appropriately alarmed "empty syringe". The nurse felt resistance when attempted to insert a new syringe/vial in the chamber and the audible alarm would not silence until the syringe/vial was set in the chamber. After pain management therapy resumed, the pt requested assistance to the bathroom. According to the customer contact, the nurse went to wash the hand at the pt's sink and upon turning around nurse found the pt flat in bed with the eyes closed, shallow respirations (4-6 breaths/minute), and non-responsive to verbal or physical stimuli. A respiratory distress code was called. Narcan 2.0mg intravenous push was administered twice. It was reported that the pt responded after the second narcan injection. Specific time frame between doses unknown to the customer contact. The physician documented "narcosis with mild respiratory suppression, reversed with narcan, no hint of oxygen deprivation." The pt was not transfered to the ICU and remained in the assigned room on the medical/surgical unit. After the event, the nurse reported that "judging from the volume left in the syringe/vial, it appeared that the pt received a 170.0mg bolus almost immediately after the syringe/vial was changed". Though requested, there was no additional info available.